Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
On 11/05/2014 followup: reportedly, customer stopped using the pump for a few days and reverted to lantis/apidra injections due to the frequency of occlusion alarms. Customer started using the pump again today with novolog. No occlusion alarms have occured and customer's blood glucose level is "doing well." The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info becomes available a supplemental report will be submitted.